Event description:
Customer reported that the display on the insulin pump is blank. Customer stated that the battery life was only lasting 2 days and now it does not turn on. Customer stated that the insulin pump does not have physical damage but his father thinks there might be something wrong with the motor. The device has been bumped but not damaged. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Customer also stated that he had to go to the hospital because he was sick and his diabetes might have helped out the issue. Blood glucose value is 241 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with high idle current due to short at lcd driver board. The insulin pump alarmed a21 after battery installation an unexpected reset of time and setting due to voltage leak. However, the insulin pump passed functional testing; power up properly after battery installation and no blank display anomalies were noted. The insulin pump has cracked case at display window corners and with minor scratched lcd window.